Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4)- no known consequences or impact to the patient. Detachment of device. (B)(4).

Event description:
It was reported that the +20.0 diopter cc4204a collamer single piece lens tore in the injector as the surgeon was ejected it and only half the lens was inserted into the eye. The piece of lens in the eye was removed and discarded. There was no patient injury. The customer voiced there concern about the new asico injector but ultimately concluded the incident was the result of a loading/user's error.